Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation, a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Service required alarm conditions indicating a failure to charge the batteries were observed. The device's internal and detachable batteries were replaced to address the issue. During testing the device failed pneumatic test step. The device's blower assembly, machine flow sensor, active exhalation control module valve and three-way solenoid valve were replaced to address the test step failure. Additionally, the machine flow sensor and proximal inline filters were found to be contaminated with dust and were replaced. The device's internal battery door was found to be physically damaged and was replaced. The device was tested and passed all final testing.